Manufacturer narrative:
Field change: b5.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp). Patient was unable to use device due to dexterity issues. All components were explanted and a new ambicor penile prosthesis (app) was implanted. No allegation against device.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and a new ambicor penile prosthesis (app) was implanted.